Manufacturer narrative:
Additional information: the device was returned to edwards for evaluation. The device was visually inspected and a radial tear and separation on the proximal side of the crimp balloon to inflation balloon bond was observed. A kink was observed on the balloon shaft proximal to double white markers, likely due to conditions during shipping to edwards. The nose tip also appeared to be folded over the balloon. Dimensional testing was performed. The crimp balloon was measured for double wall thickness and was found to be within specifications. Due to the condition of the returned device (inflation balloon tear and separation), functional testing was unable to be performed. During manufacturing, the balloons are 100% visually inspected per standard operating procedure for defects and cosmetic appearance under minimum 2.85x magnification. In addition, the delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process, and testing performed during the product verification process, support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints for withdrawal difficulty through the sheath and balloon torn were confirmed. Based on the investigation, two identified factors that may have prevented the delivery system from withdrawing into or through the sheath: non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath. In addition, residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. Consequently while overcoming these procedural factors, if additional tensile force and manipulation is required to withdraw the delivery system into (and through) the sheath, it could result in the material failure (crimp/inflation balloon bond), observed during engineering evaluation. While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. No manufacturing non-conformities or labeling/IFU inadequacies were identified. Available information suggests that procedural factors may have contributed to the events. A review of the complaint history for (B)(4) 2015 revealed that the occurrence rate did not exceed the control limits for these trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, more than normal force was required in order to remove the delivery system through the expandable sheath (esheath). The proximal end of delivery system balloon tore radial from the balloon catheter shaft and was pulled over the tip of the catheter (distal end still connected, all device components remained on delivery system). It is perceived that the delivery system most likely caught on the tip of esheath during removal, causing it to tear from the catheter, and potentially cause the observed damage to the sheath.